Event description:
It was reported that the right atrial lead and the right ventricular lead exhibited oversensing noise prior to the scheduled generator replacement. Programming changes were performed. The patient was in stable condition.